Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) that had moderate tortuousity, heavy calcification and was 90% stenosed. The 1.5 x 12 mm mini trek rx balloon dilatation catheter (bdc) ruptured at 8 atmospheres during first inflation. A non abbott balloon was used successfully to complete the procedure. There was no reported resistance during removal of the protective sheath, advancement to the lesion and removal from the lesion. There was no reported clinically significant delay in the procedure. There were no reported adverse patient effects. No additional information was provided.